Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 120.0 cm from the proximal end. The embolization coil was intact with its pusher assembly. Conclusions: evaluation of the returned smart coil revealed that the device was able to be advanced out of its introducer sheath. During the functional test, the smart coil was advanced out of its introducer sheath and on the table without an issue. The smart coil was then attempted to be advanced through a demonstration microcatheter. Resistance was encountered as the embolization coil entered the hub of the microcatheter and the smart coil could not be advanced any further. The root cause of resistance could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician was unable to advance a smart coil within its introducer sheath and, therefore, the smart coil was removed. The procedure was completed using a new smart coil. There was no report of an adverse effect to the patient.